Manufacturer narrative:
(B)(4) other (weak zonules). (B)(4) (other) no product malfunction. Evaluation, results: (other): visual inspection of the returned product found the optic and haptic torn. Lens was returned dry in vial. There was evidence of clear surgical residue on lens surface. Conclusions - (other): based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was pt related condition and not lens related. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. The capsule broke during insertion. Lens was removed with no enlarged incision and no suture. No vitrectomy was performed. The cause of this incident was due to pt related condition. Pt has weak zonules.